Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory; product ID 3550-39, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The patient had a CT scan and their c6-c7 was fractured. The patient went to the ER on (B)(6) 2014 because of severe pain due to the fracture. The patient had a ¿bad starin¿. The patient¿s doctor wanted to do an MRI on their neck for the fracture. The patient had broken their neck 3 times and had surgeries on it. The MRI was not related to the device. The device was explanted due to end of life (eol) and a loss of pain relief. The system was explanted on (B)(6) 2014. Normal battery depletion was noted. There was no patient death and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4) analysis of the lead (serial # (B)(4) found that the lead body conductor was broken at the anchor site. Analysis of the implantable neurostimulator (serial # (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.